Manufacturer narrative:
Analysis on the returned probe resulted in a physical damage failure that was found through visual and physical examination. Analysis states that the returned probe has impact marks at the back end causing fit issues. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the awl and passive planar probe were damaged by a drill/burr. There was no patient present when this issue was identified. No additional information was provided.